Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient bends over, the "pulse gets very strong on its own" and that it hurts and feels "like a shock treatment." When this happens the patient has to run to get there programmer to turn off stimulation. It was noted that the patient does not always need therapy. Follow-up was conducted with the patient.